Manufacturer narrative:
Batch review performed on 11 march 2019: lot 175242: (B)(4) items manufactured and released on 31-oct-2017. Expiration date: 2022-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 10 months after primary surgery and the cause of instability is unknown. The surgeon revised the 11mm poly with a 17mm poly. The surgery was completed successfully.